Manufacturer narrative:
This MDR is created as a follow-up to record (B)(4), initially reported on product code fhw asr exemption # e2006011 for july-september 2017. This MDR is to reflect the additional information to be added to the "intial" asr report.

Event description:
This MDR is created as a follow-up to record (B)(4), initially reported on product code fhw asr exemption # e2006011 for july-september 2017. This MDR is to reflect the additional information to be added to the intial asr report. Additional information was received from the patient which stated that the patient indicated that the physician was notified that the device was auto inflating at his first post-operative appointment on may 15, 2015. During the period leading up to the patient's next appointment on (B)(6) 2015, the patient was required to take opioids for pain relief. The patient's attempts to inflate the cylinders as directed were unsuccessful as the pump would not compress, even with much force. The patient did get the pump to compress when he squeezed the release valve at the same time, but the cylinders would not inflate when doing this. The patient stated the physician observed the auto inflation and confirmed the pump would not compress unless the release valve was used simultaneously. The auto inflation and resulting pain continued through the patient's next appointments on (B)(6) 2015 and (B)(6) 2015. The patient stated he experienced additional inconvenience, interrupted sleep, inability to engage in normal activities and inability to use the device as intended. At the (B)(6) 2015 appointment the physician recommended, and patient agreed, to a revision surgery.